Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked to be used in the papillary orifice for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the balloon was noted to be ruptured and could not be used. The procedure was completed with another cre wireguided dilatation balloon.. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was unpacked to be used in the papillary orifice for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the balloon was noted to be ruptured and could not be used. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. ***additional information was received on may 16, 2023*** it was reported that the problem was noticed inside the patients body during the procedure. The balloon could not be inflated after entering the patients body. The device was then removed and was found to be fractured. It burst at 8 atm.

Manufacturer narrative:
Block h6: imdrf code a0402 captures the reportable event of balloon burst. Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter address 1, address 2, city and zip/post code) and block h6 (device codes (1)) have been updated based on the additional information received on may 16, 2023. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the proximal section. Microscopic inspection found a pinhole located approximately at 62 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst cannot be confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.